Event description:
It was reported that the patient received an inappropriate shock due to a discriminator not withholding therapy correctly. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for analysis. However, performance data was collected from the device and has been analyzed. No anomalies were found.

Event description:
It was reported that the patient received an inappropriate shock due to a discriminator not withholding therapy correctly. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 6996sq58 implantable tachy lead, implanted: (B)(6) 2013; product ID 345988 competitor implantable tachy lead, implanted: (B)(6) 2007; product ID 383059 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.